Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.25 x 28 synergy stent, it was noted that the stent came off the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.25 x 28 synergy stent, it was noted that the stent came off the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient status was fine. Device evaluated by MFR: synergy ii us mr 2.25 x 28mm stent was returned for analysis. The stent delivery system (sds) was not returned for analysis therefore an individual assessment of the catheter could not be performed. The stent was returned separate from the sds which was not returned. The stent was severely damaged and bent. No other issues were identified during the product analysis.